Event description:
It was reported the lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The lead exhibited oversensing, noise, 1 ,000 short interval counts (sic), 62 non-sustained tachycardia episodes, undersensing and low impedance on the low voltage portion of the lead. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: the full lead was returned in segments. Visual analysis revealed the inner insulation of the lead became breached due to a rupture while in vivo and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: defibrillator (ICD) implanted: (B)(6) 2009. Product ID: 694965 implantable tachy lead, implanted: (B)(6) 2006. Product ID 5076-52 implantable pacing lead implanted: (B)(6) 2006. (B)(4).